Event description:
A consumer reported a corneal epithelium breach after using this product in early 2009. She reported that she had used this product for a few days before the event. According to the consumer, she had red eyes followed by a burning sensation in both eyes the next day. After removing her contacts, she reported painful eyes and blurred vision. She went to the drugstore and was given a sodium boric, and boric acid product by the pharmacist. The pain worsened and she was then treated with medication that contained adenosine, thymidine, cytidine, uridine and guanosine. She was also treated with a ocular antibiotic and vitamin a. Two days later, she was seen by an ophthalmologist who confirmed treatment and provided pictures of the eyes. Fifteen days later, additional information was received from the consumer. She visited an ophthalmologist on nine days after the original date, and there was a clear improvement but the epithelium was not completely cicatrized. Three days later, she still could not stand sun light and was not able to read or watch a movie for more than 5 minutes. A week later, additional information was received from the ophthalmologist, who stated that a de-epithelialisation of both eyes took place. The doctor described the event as severe. The ophthalmologist stated that contact lenses were temporarily discontinued.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 154574f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. There are no similar reports for this lot. Additional information was requested on 01/09/2009, 01/12/2009 and on 02/02/2009. A completed questionnaire was received from the ophthalmologist on 01/22/2009.